Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced air bubbles in reservoir. Customer's blood glucose was unknown. Customer reported that pump was not rewound with reservoir in place but pump error made pump rewind on its own. Insulin pump would be replaced per customer's request.